Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). The customer confirmed that the affected product will not be returned for evaluation. Further review of complaint details to be carried out.

Event description:
Micro ventricular bolt icp / temp. Monitoring kit - leakage of csf. No delay in surgery. No injuries.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Update to section b3. Included epiry date section d4, and manufacturing date to section h4. Device history record was reviewed and found no manufacturing defects. No associated capas found. Complaint history was reviewed for the previous two years and found 0 confirmed complaints, giving a failure rate of 0.00%. Review of medical device hazard analysis shows incident to identify as an acceptable risk. Video of the failure was provided, csf leakage was observed and confirmed. Customer did not provide any additional information after 2-3 follow up attempts. The product was not returned for evaluation, unable to confirm root cause. The video provided confirmed damage to luer lock causing leakage. Acceptable risk as per (B)(4) camino 110-4 series catheter kits-risk analysis spreadsheet (ras), hazard ID line 12.7, moderate risk. Failure confirmed: yes investigation result code: san diego/camino and vtun catheters/part is cracked or broken.

Event description:
Micro ventricular bolt icp / temp. Monitoring kit - leakage of csf. No delay in surgery. No injuries.